Event description:
Patient representative reported swelling, patient "desperate and worried about the possibility of developing cancer," and sleeping issues. Sleeping issues are deemed not related to the device. Treatment with cefadroxila, nimesulide, and lisador was given. The device has been explanted.

Manufacturer narrative:
Additional health effect impact codes: f2203, f15.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, lymphadenopathy and lymphoma- alcl- suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy and lymphoma- alcl- suspected and rupture.

Event description:
Patient reported left side "feel pain and discomfort", "which detected liquid around the prosthesis", "lymphoma symptoms", "might be ruptured", "damage to them", "axillary lymph nodes are slightly swollen." Pathological markers were not provided. The device remains implanted.